Event description:
Boston scientific received information that the right ventricular lead implanted with this pacemaker exhibited high pacing threshold measurements of 3.5 volts at 0.5 milliseconds, low pacing impedance measurements of 320 ohms, and was observed to have dislodged. It was reported that the patient underwent a cardio-version procedure approximately two months ago and the physician suspected that to be the cause of the dislodgement. An invasive procedure was performed, during the procedure a portion of the lead insulation and a port on the device header appeared burned. The physician reviewed an x-ray of the cardio-version pad placement, and it was apparent that the pad was placed directly over the device. The device and lead were successfully explanted and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided did not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.